Event description:
The pt is a (B)(6) female who underwent a cardiac catheter and had a 4 french sheath placed. In the recovery area, when the 4 french sheath was being removed, it appeared that the sheath broke and that only a small portion of the sheath was removed and it appeared the remainder of the sheath was retained within the pt's groin. The retained sheath fragment within the left common femoral artery was successfully retrieved.